Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting high blood glucose levels while wearing his insulin pump. Customer's blood glucose level is 422 mg/dl. He stated he was not concerned and did not want to trouble shoot for high blood glucose levels. Customer just received the new insulin pump and needed help programming the time and date, basal rates, bolus wizard, fixed prime, meter ID, and max basal. Nothing further reported.